Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a recurring pump error. Blood glucose was 5.6 mg/dl. Customer stated that pump error alarm recurs after the 4 hour pump rest. Customer was advised that replacement will be sent. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No pump error alarms noted on detailed trace/long trace downloads. Unit received with minor scratched display window, case and keypad overlay.